Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube produced partial clotting during use and caused issues with the analyzers, producing falsely elevated troponin results with the beckman-coulter accutni+3 for the access platform. The initial result reported was "0.31", while the post filtered result was "0.02". This complaint was created to capture the 8th of 8 related incidents. The following information was provided by the initial reporter: partially clotted specimens. Causing issues with analyzers. Male patient, age 52, initial result 0.31 and post filtered result 0.02. A significant increase in the number of falsely elevated troponin results. This method (beckman-coulter accutni+3 for the access platform) is known to sometimes produces this type of result when fibrin strands are present in the plasma sample.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. All samples were visually inspected for the presence of heparin additive, and all tubes were found to contain heparin spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the heparin additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube produced partial clotting during use and caused issues with the analyzers, producing falsely elevated troponin results with the beckman-coulter accutni+3 for the access platform. The initial result reported was "0.31", while the post filtered result was "0.02". This complaint was created to capture the 8th of 8 related incidents. The following information was provided by the initial reporter: partially clotted specimens. Causing issues with analyzers. Male patient, age 52, initial result 0.31 and post filtered result 0.02. A significant increase in the number of falsely elevated troponin results. This method (beckman-coulter accutni+3 for the access platform) is known to sometimes produces this type of result when fibrin strands are present in the plasma sample.

Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: g.4. Date received by manufacturer: 2019-06-17 .

Manufacturer narrative:
Patient identifiers were provided by the initial reporter. The following information has been updated: age at time of event: 52 years, sex: male. Describe event or problem: it was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube produced partial clotting during use and caused issues with the analyzers, producing falsely elevated troponin results with the beckman-coulter accutni+3 for the access platform. The initial result reported was "0.31", while the post filtered result was "0.02." This complaint was created to capture the 8th of 8 related incidents. The following information was provided by the initial reporter: partially clotted specimens. Causing issues with analyzers. Male patient, age 52, initial result 0.31 and post filtered result 0.02. A significant increase in the number of falsely elevated troponin results. This method (beckman-coulter accutni+3 for the access platform) is known to sometimes produces this type of result when fibrin strands are present in the plasma sample.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube produced partial clotting during use and caused issues with the analyzers, producing falsely elevated troponin results with the beckman-coulter accutni+3 for the access platform. The initial result reported was "0.31", while the post filtered result was "0.02". This complaint was created to capture the 8th of 8 related incidents. The following information was provided by the initial reporter: partially clotted specimens. Causing issues with analyzers. Male patient, age 52, initial result 0.31 and post filtered result 0.02. A significant increase in the number of falsely elevated troponin results. This method (beckman-coulter accutni+3 for the access platform) is known to sometimes produces this type of result when fibrin strands are present in the plasma sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube produced partial clotting during use and caused issues with the analyzers. The following information was provided by the initial reporter: "partially clotted specimens. Causing issues with analysers."